Manufacturer narrative:
The insulin pump was monitored for several days and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No unexpected low batteries anomalies noted. No unexpected failed battery test noted. No unexpected off no power anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity in insulin pump was short. Customer reported that battery was only lasting about three days and was receiving low battery alerts and also received a failed battery test alarm after attempting to change battery. Alarm history showed an off no power alert, which was received less than 24 hours from low battery alert. Customer's blood glucose was 169 mg/dl. Customer was advised that battery cap would be replaced. Customer called back after receiving new battery cap, stating that the issue was not resolved with new battery cap. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced.